Event description:
It was reported that balloon rupture occurred. A 10.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon burst at 30 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 10.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon burst at 30 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D4: corrected lot number to 0034482623. Device evaluated by MFR: the athletis device was returned for analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that the balloon had been exposed to positive pressure. The device has a rated burst pressure of 30 atmospheres. The returned device was connected to an encore inflation unit. During testing, positive pressure was applied, and leakage from a pinhole in the balloon was observed, located approximately 13mm distal to the proximal marker band. A thorough visual and tactile examination revealed no kinks or damage to the shaft. Additionally, no damage to the tip was identified through visual and tactile assessment.